Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that she has been receiving sensor error alerts and also meter bg alerts every 15 minutes. During the call, she reported she had low blood glucose of 47 mg/dl and she would call back to troubleshoot and call got disconnected.